Event description:
The device (automatic external cardio defibrillator) was attached to a patient, the staff says that the patient has new-onset tremors of the arms. The patient is confused, and according to the nurse continually moves around in bed. The nurse confirmed electrodes in the sternal/apical position. The nurse indicated that the (automatic external cardio defibrillator) was not charging up on a patient who was not have an arrhythmia. There were no shocks delivered.